Event description:
A us distributor contacted zoll to report that battery charger/modem sn (B)(4) was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the battery charger/modem was resetting. Upon evaluation, the current controlling transistor q1 and the u13 cmos flash microcontroller were thermally damaged on the charger bedside board. The cause for the failure was isolated to the thermally damaged components. The root cause of the thermally damaged components was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.